Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the, during a procedure to place larger rear tip extenders on the existing inflatable penile prosthesis (ipp) due to a slight glans deformity, the device was accidentally damaged. The ipp was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the, during a procedure to place larger rear tip extenders on the existing inflatable penile prosthesis (ipp) due to a slight glans deformity, the device was accidentally damaged. The ipp was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Evaluation conclusion code has been updated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.